Event description:
It was reported that during a da vinci hysterectomy procedure, a wire was identified as being broken on the maryland bipolar forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both pitch cables were broken at the distal clevis hub. The cable segments that contain the crimps were still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cables could likely cause or contribute to an adverse event, if the malfunction were to recur.